Event description:
It was reported that the patient presented to the hospital with shortness of breath. An echo or chest x-ray showed a hemothorax. The patient was given coumadin. The lead perforated the rv apex and blood was removed from the pericardial sac. Insulation breach was suspected. The lead was explanted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04486 and # 3005099803-2010-04487. It was reported to boston scientific corporation that two jagtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician found the wire was already broken when he opened the packages. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be normal and within specifications. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.